Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085335) that a female patient, of unknown age at the time of event, who underwent breast augmentation with two 350cc mentor smooth round moderate profile saline breast prostheses on (B)(6) 2002, began experiencing right breast pain in 2011, and the mammogram returned normal. The patient also began experiencing leg pain and weakness and was diagnosed with takayasu's arthritis. In 2012, the patient had "asma and femoral bypass and repair.¿ she reports being on remicade for almost 7 years. The patient underwent bilateral explantation on (B)(6) 2019. She reported her rheumatologist and vascular doctors said it was a good idea. No product issue, such as deflation, was reported. The root cause of the patient's symptoms are unclear. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).